Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented at a follow-up in-clinic, unintended, unexplainable right ventricular pacing was observed during ablation. The patient is stable and will continue to be monitored.